Event description:
Information was received that reported a patient was hospitalized in 2009 due to an incident of hyperglycemia. It was reported that the patient's site became detached from her body. She became ill and brought to the hospital. She was admitted with a blood glucose of 342 mg/dl. She was treated with IV fluids and insulin injections. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.